Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111656 - the dentist reported that almost 1 month after the dental implant was installed in intraoral region #4 it was verified its non- osseointegration. Immediate load was not performed. The patient presented bone type ii. Bone overheating occurred during surgery.